Event description:
Allegedly, patient underwent bilateral tkr on (B)(6) 2015. L knee revised on (B)(6) 2024 due to laxity. 10mm insert replaced with a 17mm insert. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.